Manufacturer narrative:
Phone number was provided as (B)(6).

Event description:
Information was received from a magnetic resonance imaging technician (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for non malignant pain and occipital neuralgia. The hcp stated that the patient stated the pump was not working for over 1yr, the hcp did not have further history. No symptoms were mentioned. No further complications were anticipated/reported